Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died on them. They had received a motor error alarm. They changed the infusion set and took a bolus before work but then at lunch they saw that the device was off. They tried changing the battery but nothing would come on. The customer¿s blood glucose level was 129 mg/dl. Troubleshooting was performed. The device had not been bumped or dropped. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.